Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the serious adverse event is unknown; therefore, causality could not be established. However, there was no report that a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in hospital with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., organism, causality, demographics, hospital records, medication records) were unsuccessful.